Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced multiple cerebral infarcts. Systemic heparin was withheld. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.